Event description:
The patient stated she has had 2 occlusion (04) alarms since 11/27/06 and her blood glucose has been high because of this. She stated that on 11/27/06 she rec'd an occlusion alarm and she changed her infusion site and she was able to clear the alarm. She rec'd another occlusion alarm on 11/28/06. She stated she felt tired and thirsty and discovered that her blood glucose was around 300mg/dl. She stated her blood glucose has been high since then and on the day of the report (12/03/06), her blood glucose was over 400mg/dl. She gave herself a 3 unit bolus and her blood glucose dropped to 388mg/dl, she then gave herself a 2 unit bolus and switched to her backup infusion device. After connecting to the backup infusion device, her blood glucose lowered to 284mg/dl. She stated her blood glucose is normally around 120mg/dl. She stated she changes her infusion site every 3 days. She was advised to change her infusion site every 2 days. She uses her insulin cartirdge for 2 weeks. She was advised to only use a cartridge for 6 days. The pt attempted troubleshooting before reporting the incident. She states she disconnected from the infusion device and programmed an 8 unit bolus. She stated that insulin did drip from the infusion tubing, but it seemed like only 2 units of insulin was delivered. She stated it seemed like it was taking longer to prime the infusion tubing and the motor was weak. Upon follow up, the pt stated her blood glucose had returned to normal. The pt did not report assistance by healthcare professional or second party to address the issue. No product was requested to be returned for eval.

Manufacturer narrative:
No product will be returned for eval.